Event description:
It was reported that the non patient end of needle separated from hub during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer was completing needle stick, when the hub of the needle twisted off as the luer lock was being connected, and broken hub was encountered while needle was inserted into vein. Patient was unharmed, but broken needle was removed, and new needle stick had to be implemented.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the non patient end of needle separated from hub during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer was completing needle stick, when the hub of the needle twisted off as the luer lock was being connected, and broken hub was encountered while needle was inserted into vein. Patient was unharmed, but broken needle was removed, and new needle stick had to be implemented.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-23. H.6. Investigation summary: bd received 7 samples and one photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was not observed. Additionally, all customer samples were evaluated by cantilever force testing and the indicated failure mode for hub/collar separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the non patient end of needle separated from hub during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer was completing needle stick, when the hub of the needle twisted off as the luer lock was being connected, and broken hub was encountered while needle was inserted into vein. Patient was unharmed, but broken needle was removed, and new needle stick had to be implemented.